Event description:
It was reported that during the patient's prophylactic generator replacement surgery, it was found that the generator had been implanted under the left pectoralis muscle thus the surgeon had a hard time locating the generator. Upon extraction the generator header broke off, leaving the rest of the generator in the pocket. The rest of the generator was then removed. The new generator was connected and showed high impedance twice (>10,000 ohms). They proceeded to do a full revision. Upon opening the neck, the surgeon found that the lead had been placed upside down on the nerve and there were three tie downs grouped together at the top of the electrodes. He clipped the lead and replaced it. Lead impedance outside the pocket was 1417 ohms and 1460 ohms inside. It was confirmed that pre-op diagnostics were normal. When high impedance was found in the operating room, pin re-insertion was done twice and impedance was still high. No test resistor was used. No visible fractures were observed on the lead. The explanted suspect product has not been received to date. No further relevant information has been received to date.